Event description:
The trailblazer support catheter was placed over a 0.35 wire into the right iliac artery. When attempting to remove trailblazer catheter, approximately 10cm of the trailblazer catheter sheared off inside the patient. An extravasation of the iliac artery occurred from the shearing force of trying to remove the trailblazer, but the extravasation quickly sealed itself. Multiple attempts to remove the sheared trailblazer in interventional radiology, but were unsuccessful. The physician has decided not to attempt surgical removal of the trailblazer catheter at this time. The patient was admitted to the ICU for monitoring. The original procedure was for atherectomy, but was not able to be performed because of the difficulty with the trailblazer.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.